Manufacturer narrative:
(B)(4). Evaluation of the returned device found a posterior cuff miss occurred as evidenced by the untouched posterior cuff tabs. The posterior needle was released from the needle shank and its tip was dull. But there was no needle strike mark observed at the posterior foot. This is indicative of the posterior needle being deflected away from the posterior foot and interacting with human tissue instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment. The posterior cuff miss directly resulted in a failure to retrieve the suture during plunger retraction; this could appear very similar to the reported event. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1 - proglide (part #12673-03; lot #940406h), will be filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure using a preclose technique in the common femoral artery prior to an interventional procedure (impella insertion). Reportedly, the suture did not deploy. The vessel was rewired and a second proglide device was used with the same results. Hemostasis was ultimately achieved after the interventional procedure using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.